Event description:
It was reported that during a follow up, the lead exhibited noise. The patient was later admitted to the hospital after experiencing shocks, contact between the leads was suspected. The physician decided to program the tachy therapies. The patient remained at the hospital until a revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.